Event description:
It was reported that the non-dependent patient presented to the clinic after receiving a notifier for eri. Review of session records showed the battery longevity dropped from the expected longevity between follow-ups. Premature battery depletion is suspected. Device was explanted and replaced. Patient condition was good.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and an internal battery anomaly was determined to be the cause of the premature battery depletion.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.